Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The device was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error and that its act and esc buttons were not working. The blood glucose reading was 280 mg/dl. The customer was advised to remove the battery since the alarm would not clear. No significant events leading to the alarm noted. Advised discontinuation and replacement of the device. Nothing further reported.